Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin was red when exiting the infusion set tubing while the customer was disconnected at the site. Customer's blood glucose was 182 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.